Event description:
It was reported that during the primary left knee surgery, the inner package sleeves were stuck together. While trying to open the inner package, the patella fell on the floor. Therefore, sterility was in question. Surgeon ended up using another patella and completed the surgery with no delays.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the product box in torn shrink wrap, IFU, the opened outer blister and its lid, and the opened inner blister with its lid were returned. The reported event could not be confirmed. The inner tyvek lid was not stuck to the outer tyvek lid. There was no evidence on the inner tyvek lid that indicated it had been stuck to the outer lid or the inner packaging insert. Dimensional inspection: not performed as the event is not related to the dimensions of the device. Functional inspection: not performed as the event is not related to device functionality. Conclusion: visual inspection of the returned indicated the reported event could not be confirmed. The inner tyvek lid was not stuck to the outer tyvek lid. There was no evidence on the inner tyvek lid that indicated it had been stuck to the outer lid or the inner packaging insert. Similar events have been reported. The root cause in these cases was determined to be a known packaging issue. Packaging innovations is aware of this, and has issued a memo.

Event description:
It was reported that during the primary left knee surgery, the inner package sleeves were stuck together. While trying to open the inner package, the patella fell on the floor. Therefore, sterility was in question. Surgeon ended up using another patella and completed the surgery with no delays.